Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 1000 mg/dl. Reportedly, the customer was comatose and received dialysis and feeding tube as treatment. Reportedly, the pump battery was intermittently depleting quickly resulting in the pump shutting off. At the time of the report with tandem technical support the customer was still admitted to the hospital; however, the health care provider indicated that there was no permanent damage to the customer. Although requested, the customer declined troubleshooting with tandem technical support.